Manufacturer narrative:
D9: date returned to mfg 4/30/2024. One sample was received for evaluation. The sample was received in used condition. Upon visual inspection, no damage or other defects were detected. During functional testing, no discrepancies were found. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during use, it was observed there was leaking from the port to the tubing connection. The event occurred at approximately the 24 hour mark of a 46-hour infusion. Examination of the tubing was performed and it was undetermined where the leak originated as the entire tubing was wet. The device system delivered fluorouracil. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.